Event description:
Caller reported pixel issue on pump display, which affected their ability to read certain parts of the screen. There was no adverse impact on the customer's blood glucose level. Customer support arranged to replace the pump. The customer was advised to continue using the current pump as backup therapy.